Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. The customer was unable to reset pump at time of call; tandem technical support provided pump reset information. Tandem technical support offered follow-up to walk customer through pump reset, however, customer declined.